Event description:
It was reported that the lead was damaged during the explant procedure. The manufacturer representative received a phone call from a health care provider (hcp) who just explanted a lead. All 4 electrodes were still implanted and the lead broke. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).